Manufacturer narrative:
Concomitant therapies: juvéderm® volbella® with lidocaine. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "big edematous lower lip (double the size)" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: undesireable effects- inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. Method of use: do not overcorrect as injection of an excessive volume can be at the origin of some side effects such as tissue necrosis and oedema.

Event description:
Healthcare professional reported that a patient was injected in the cheeks, tear troughs, and ¿with a little touch up on upper lip 0.2 cc¿ with 2 syringes of juvéderm® voluma® with lidocaine, 1 syringe of juvéderm® volift¿ with lidocaine, and juvéderm® volbella® with lidocaine. It was not specified where each product was injected. Patient woke up 12 days later with a ¿big edematous lower lip (double the size).¿ swelling was also present on the upper lip. Patient¿s cheeks were fine. The patient was ¿not even injected in lower lip¿ 12 days prior. Patient¿s previous lip injection was given 8 months prior to symptoms. Treatment with benadryl and prednisone was given on the day of symptom onset and patient¿s symptoms resolved 2 days later. Patient has a history of previous lip injections. Patient is concomitantly on ¿year long¿ antibiotics for bladder infections and has personal stress. Healthcare professional confirmed that the patient was not taking antibiotics at the time of the injection. This is the same event and the same patient reported under MDR ID #3005113652-2018-00719(allergan complaint # (B)(4)), MDR ID #3005113652-2018-00716 (allergan complaint # (B)(4)) and MDR ID #3005113652-2018-00720 (allergan complaint # (B)(4)). This MDR is being submitted for the product juvéderm® volbella® with lidocaine.